Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823842) was implanted due to inph (idiopathic normal pressure hydrocephalus) via ventricular peritoneal (vp) shunt on (B)(6) 2021 with unknown setting. The 82 year-old female patient had gait disturbance and ventricular enlargement during the outpatient follow up in (B)(6) 2022. Due to suspicion of obstruction by shunt angiography, the valve was removed and replaced on (B)(6) 2022. No additional information has been provided after several attempts.

Event description:
N/a

Manufacturer narrative:
The hakim valve (823842) was returned for evaluation. Device history record (DHR)- the product code (B)(4) with lot 3276917, conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected: needle hole in the needle chamber was noted. The position of the cam when valve was received was 50mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problems with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism at the time of investigation no occlusion were noted.